Event description:
It was reported that the pump module was used for two (2) days and was giving "false patient side occlusion alarm." Per report, "all possible sources of occlusion were checked. It appears to be false alarm. Line flushed and no (line) occlusion evident." There was patient involvement but no harm. Bd received additional information. It was reported the event dd not result in "adverse effect to patient as the lvp (large volume pump) was swapped out for a functioning unit both times to continue the treatment." This occurred during an infusion of normal saline. The tubing set was bd - (B)(6). Although asked "what type of IV access does the patient have? What was the location of the IV access? (Ex. Antecubital, forearm, hand, etc.). The customer's response was "unknown."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was used for two (2) days and was giving "false patient side occlusion alarm." Per report, "all possible sources of occlusion were checked. It appears to be false alarm. Line flushed and no (line) occlusion evident." There was patient involvement but no harm. Bd received additional information. It was reported the event dd not result in "adverse effect to patient as the lvp (large volume pump) was swapped out for a functioning unit both times to continue the treatment." This occurred during an infusion of normal saline. The tubing set was bd - 11426965. Although asked "what type of IV access does the patient have? What was the location of the IV access? (Ex. Antecubital, forearm, hand, etc.). The customer's response was "unknown."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of patient side occlusion was confirmed via log analysis; however, the event could not be replicated during testing of the returned pump module. ¿ the suspect pump module also passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). The testing confirmed the patient side pressure sensor was detecting occlusion pressure within specification. ¿ a one-hour rate accuracy test was conducted with respect to the maximum container capacity, with the last infusion at a rate of 578 ml/h, and it was found to be within specifications. ¿ an internal and external inspection was performed, and no issues were found that could have contributed to the reported of patient side occlusion alarm with no occlusion. All parts inspected were manufactured by bd. ¿ no error log was found on the suspect pump module relevant to the problem. ¿ testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. The alaris system user manual v12.1 states to ensure the following when preparing an infusion: ¿ ensure that the administration set is properly loaded into the device. Failure to do so might lead to an instrument malfunction. ¿ before operating the instrument, verify that the administration set is free from kinks and correctly installed. ¿ ensure the tubing placement is over pressure sensors. ¿ use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in an inaccurate fluid delivery or other potential hazard. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported patient side occlusion was not determined. The pump module was found to be occluding within specification and the device did not replicate the issue again during infusion testing by bd. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.